Event description:
Complainant alleged that while attempting to treat a (B)(4) male pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.